Event description:
Customer reported the system was displaying an invalid input message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos. System operates as intended.